Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
After the case was over, the scrub was taking the mics off the robot, and the little attachment piece on the top that allows the handle to move fell off. The part that inserts into the mics could not be found anywhere. The case went well and no issue was noticed until the end of the case. The handpiece is stuck in the position to where I cannot see the lot or serial number. Tka case.

Manufacturer narrative:
Follow-up #1 and final report submitted to update sections based on the results of investigation. It was reported that the grey handle fell from the mics. The product was unavailable for inspection as the product was not returned. A review of the product history records could not be performed as the device's lot ID was not provided. A complaint history review could not be performed as device was not properly identified. The failure mode could not be confirmed because the part was not available for evaluation. If device and/or additional information become available, this investigation will be reopened. No action is required at this time as there is no indication to suggest a product non-conformity or unanticipated hazard. Device not returned.

Event description:
After the case was over, the scrub was taking the mics off the robot, and the little attachment piece on the top that allows the handle to move fell off. The part that inserts into the mics could not be found anywhere. The case went well and no issue was noticed until the end of the case. The handpiece is stuck in the position to where I cannot see the lot or serial number. Tka case.